Event description:
The customer contacted physio-control to report that their device's therapy connector is broken. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report section h3 device evaluated by mfg stated: no. The initial medwatch report section h3 device evaluated by mfg should have stated: yes. The initial medwatch report section h10 and/or h11 additional mfg narrative stated: physio-control advised the customer that their device is non-repairable and should be removed from service. The device was not evaluated by physio-control and has been removed from service. The cause of the reported issue could not be determined. The initial medwatch report section h10 and/or h11 additional mfg narrative should have stated: physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the damaged therapy cable enclosure. The device was returned to the customer and physio-control advised the customer that their device is non-repairable and should be removed from service.

Manufacturer narrative:
Physio-control advised the customer that their device is non-repairable and should be removed from service. The device was not evaluated by physio-control and has been removed from service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device's therapy connector is broken. As a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.